Event description:
It was reported by the customer that "nurse states they have been using safestep non-coring needle and the extension tube has been breaking every time they use it." Per medwatch received 6/13/2023: "port tubing cracked, spraying normal saline on the patient, then blood dripped out of the crack. This happened three times during admission." This report addresses the first event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A medwatch report was received by bd vascular access devices field assurance that reported three occurrences for the same patient. This file will address the event on 5/4/2023. The other two events with unknown details will be addressed in file 8185800.

Event description:
It was reported by the customer that "nurse states they have been using safestep non-coring needle and reports and the extension tube has been breaking every time they use it. She is unable to say if it is breaking in the same place." The customer reported this has occurred on several occasions however the exact quantity was not provided to bd vascular access devices field assurance.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.